Manufacturer narrative:
A boston scientific technical services consultant documented the reported observation and referred the patient to contact her physician. Efforts to obtain additional product issue details were unsuccessful. The device remains implanted and no other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from this patient that she had fainted. The caller was inquiring about information the device could provide regarding the incident. No additional adverse patient effects were reported.